Manufacturer narrative:
An event regarding elevated ion levels involving a v40 cocr lfit head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided for review and the product was not returned for evaluation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right hip revision - sales rep stated pre op notes stated reason for revision as failed total joint replacement - progress notes from (B)(6) 2015 stated - chromium level normal but cobalt level is 8.9. Citation stem stayed implanted, surgeon changed - 36mm + 5 metal head. - other notation from 4/13/2015 progress report stated right hip pain and positive findings both in terms of hip aspiration withdrew 15cc's of fluid and validated cobalt levels. Patient had a zimmer cup and liner which stayed implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer

Event description:
Right hip revision - sales rep stated pre op notes stated reason for revision as failed total joint replacement - progress notes from 4/13/2015 stated - chromium level normal but cobalt level is 8.9. Citation stem stayed implanted, surgeon changed - 36mm + 5 metal head. - other notation from 4/13/2015 progress report stated right hip pain and positive findings both in terms of hip aspiration withdrew 15cc's of fluid and validated cobalt levels. Patient had a zimmer cup and liner which stayed implanted.